Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level was 426 mg/dl. The customer also stated that sensor was failed because of that customer getting high glucose and it was corrected with bolus. The customer reported that they got sensor updating alert after few minutes. Customer did not want to troubleshoot for high glucose. Customer did not provide any symptoms information. The device will not be returned for analysis.